Manufacturer narrative:
H.6. Investigation summary: bd acknowledges the customer¿s experience regarding the indicated failure mode of low signal event while using product (B)(4) (cd11b apc, clone d12, ce-ivd) lot 3114710. Bd has conducted further investigation relating to this issue which was confirmed and has identified potential cause related to the cd11b apc conjugate manufacturing. H3 other text : see h.10.

Event description:
It was reported that during use with the bd cd11b (d12) apc, there was a low signal. The following information was provided by the initial reporter: lot 3114710 gives low signal on whole blood. It was tested in parallel with lot 2021424 that worked well. I have requested the data from the customer. Data added from customer: same sample prepared with new and old lot, run on same day, on same instrument with same settings. New lot shows no signal.

Manufacturer narrative:
H6. Investigation summary: scope of issue: the scope of issue is limited to product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710. Problem statement: customer (umc utrecht, netherlands) reported on 17-jul-2023 that product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710 has performance issue of low signal on whole blood, while reference lot 2021424 worked well when stained in parallel.. Investigation summary: manufacturing defect trend: there are zero (0) quality notifications (qn) or nonconformance reports against product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710 or subassembly 91-0415 (cd11b apc) batch 3095009, from evaluated date range from 17-jul-2022 to 17-jul-2023. Batch history record (bhr) review: product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710 was assembled in bdb cayey (plant 1157) using subassembly 91-0415 (cd11b apc) batch 3095009, which was used to manufacture the following products: 1. 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710 (334 ea): a. (B)(4) ea units sold to market, b. 43 ea units blocked per global hold (B)(4). 2. 340936 (cd11b apc, clone d12, asr) lot 3114730 (255 ea): a. (B)(4) ea sold to market. B. 91 ea blocked per global (B)(4). 3. 340937 (cd11b apc, clone d12, ruo) lot 3114725 (206 ea): a. 47 ea sold to market. B. 159 ea blocked per global hold h23-07 . (B)(4) batch 3095009 was reviewed. Material met specifications prior release: fluorometry test vs reference (specification -40% to +80% of reference) result of -22%, and agfc percent free fluorophore (specification =20% of free apc conjugate dye) result of 8.8%, prior to release. Material expires 28-feb-2025. No discrepancy identified on evaluated qc records and data. Formulation manufacturing bhr of material 91-0415 (cd11b apc) batch 3095009 and conjugation bulk material 50-00236 (cd11b apc) batch 3080848 bhr were evaluated. No discrepancy or deviation identified on evaluated formulation bhr for0004-pr (rev. 20), which demonstrate material 91-0415 (cd11b apc) batch 3095009 was formulated at applicable bottling concentration (0.05 mg/ml) and following manufacturing specification instructions 91-0415ms-pr (rev.2). No discrepancy or deviation identified on evaluated conjugation bhr of bulk material 50-00236 (cd11b apc) batch 3080848. O assessment of bhr in-process data of bulk cd11b apc fractions pooled show characteristics of higher free (pure) cd11b igg ab content than cd11b apc conjugate on batch 3080848, not aligned with apc to antibody concentration and apc sizing requirements, which explains the low (nearly negative) signal on affected cd11b apc products manufactured using subassembly material 91-0415 (cd11b apc) batch 3095009. Complaint history review: twenty one (21) complaint reports against product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710 from 17-jul-2022 to 17-jul-2023 related to poor/dim or no signal mark performance. Affected products were manufactured using same subassembly material 91-0415 (cd11b apc) batch 3095009. (B)(4) (this complaint), (B)(4). Retain sample analysis: flow cytometry testing was performed on retain samples of 91-0415 (cd11b apc) batch 3095009 and bulk material 50-00236 (cd11b apc) batch 3080848, which confirm poor signal claims is attributed to affected bulk material batch 3080848 as the problem source. Investigation escalation. Returned sample analysis: the customers sample/data was not requested because retain sample was tested and reported performance problem was confirmed. Risk review: risk management file 100310ra "antibodies and antibody conjugates: ce-ivd / ivd / j-ivd products", rev. 02 was reviewed. Hazard(s) / end user risk (ruo products only) identified? _x_ yes / _ _no if no (to above), what actions will be taken? N/a. Hazard ID#: _3.1.3_ ¿ hazard: _functional hazard_ ¿ cause: _ product degrade before assign expiration date _ ¿ harmful effects: _wrong result-no matching profile_ ¿ residual severity: _3_ residual probability: _1_ residual risk index: _3 = acceptable_ potential causes: based on the investigation results, the cause is attributed to incorrect cd11b apc antibody fraction pooling during conjugation of bulk material 50-00236 (cd11b apc) batch 3080848 used to formulate subassembly 91-0415 (cd11b apc) batch 3095009 used for product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710. Refer to CAPA pr# 8466530 for investigation details. Investigation result / analysis: the investigation was performed and based on the review of complaint trend, defect trend, bhr review, risk analysis, customer provided data and retain sample analysis, the complaint of performance problem reported against product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710 was confirmed. Conclusion: based on investigation findings and results for product 333143 (cd11b apc, clone d12, ce-ivd) lot 3114710, complaint is confirmed.

Event description:
It was reported that during use with the bd cd11b (d12) apc, there was a low signal. The following information was provided by the initial reporter: lot 3114710 gives low signal on whole blood. It was tested in parallel with lot 2021424 that worked well. I have requested the data from the customer. Data added from customer: same sample prepared with new and old lot, run on same day, on same instrument with same settings. New lot shows no signal.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use with the bd cd11b (d12) apc, there was a low signal. The following information was provided by the initial reporter: lot 3114710 gives low signal on whole blood. It was tested in parallel with lot 2021424 that worked well. I have requested the data from the customer. Data added from customer: same sample prepared with new and old lot, run on same day, on same instrument with same settings. New lot shows no signal.